Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 11500a aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 7 months due to moderate to severe leak. Per fcs, tee/tte are technically limited but looks like eccentric pvl jet that originates from lateral side near the right/left cusps. The jet is very eccentric and seems to regurgitate across the face of the valve, making it appear to be central regurgitation. CT scan, no halt, calcium or prolapse of the inspiris leaflets. Patient is scheduled for a viv in february. The patient presented for his initial avr/mvr surgery in acute chf, cardiac arrest, cardiogenic shock, and impella was placed. Intraoperatively patient was coagulopathic, there was edema, hemothorax, and cracked ribs from CPR. The 23mm 11500a valve was implanted with a series of 2-0 tevdek sutures placed around the anulus and through the valve. The valve was secured in place with no areas suspicious for leakage and patent coronary ostia. Blood products were given for continued coagulopathy, hemostasis was then achieved, and the patient was transferred to the ICU in stable condition. External imaging review: tee/tte suggest the presence of two pvls, with the larger jet originating at the base of the leaflet in the left coronary position and a smaller jet originating at the base of the leaflet in the noncoronary position. Combined, there is probably severe paravalvular ar.

Event description:
It was reported that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 10 months, 15 days due to severe paravalvular regurgitation. The explanted valve was replaced with a 27mm 11500a valve. Per medical records, the patient presented with hf and severe paravalvular regurgitation of aortic valve. He gained significant weight since his last surgery (30-40lbs). The valves are far too small; most certainly has some degree of ppm. Recommended proceeding with a redo replacement of both the aortic and mitral valves to achieve larger valve sizes. The patient underwent redo avr with aortic root enlargement, a 27mm 11500a valve was implanted. Post tee showed mg 9-12mmhg for the new avr. The mitral valve is functioning appropriately and was not intervened on during this case. The patient was discharged on unknown date. Initial avr/mvr surgery (10mo. Earlier) in acute chf, cardiac arrest, cardiogenic shock, and impella was placed. Intraoperatively patient was coagulopathic, there was edema, hemothorax, and cracked ribs from CPR. The 23mm 11500a valve was implanted with a series of 2-0 tevdek sutures placed around the anulus and through the valve. The valve was secured in place with no areas suspicious for leakage and patent coronary ostia. Mvr with a 29mm magna ease valve. Per fcs, tee/tte are technically limited but looks like eccentric pvl jet that originates from lateral side near the right/left cusps. The jet is very eccentric and seems to regurgitate across the face of the valve, making it appear to be central regurgitation. CT scan: no halt, calcium or prolapse of the inspiris leaflets. External cardiologist imaging review: tee/tte suggest the presence of two pvls, with the larger jet originating at the base of the leaflet in the left coronary position and a smaller jet originating at the base of the leaflet in the noncoronary position. Combined, there is probably severe paravalvular ar.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b5, b7, g3, g6, h2, h6: (health effect impact, health effect clinical, device codes, type of investigation). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Manufacturer narrative:
H11: additional manufacturer narrative: updated: g3, g6, h2, h6 (component code, type of investigation, investigation findings, investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Paravalvular/perivalvular leak (pvl) refers to blood flowing through a channel between the sewing ring of the implanted valve and the cardiac tissue due to an insufficient seal of the valve to the annulus. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl, as the bioprosthesis may not seat properly after debridement. Technique related factors during implantation, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may also create difficulty seating the bioprosthetic valve, resulting in pvl. The mechanism behind late pvl is not well understood but may be related to cardiac remodeling. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: g3, g6, h2, h6: (investigation conclusions). Product evaluation: customer report of paravalvular regurgitation was unable to be confirmed. The x-ray demonstrated the wireform and cocr band remained intact; the vfit band does not appear expanded. Host tissue overgrowth on the stent circumference was minimal at the outflow aspect. As received, two leaflets had cuts of approximately 9mm x 11mm on leaflet 1, 4mm and 10mm x 11mm on leaflet 3. The cuts had a smooth and straight edge. Cutout leaflet fragments were not returned. Three non-transmural perforations were observed on leaflet 2 on the outflow aspect and appeared beveled. Multiple suture threads were observed around the sewing ring. As received, mechanical damage marks were observed on the free margin of leaflet 1 and leaflet 2 near commissure 2. Damages appeared serrated and did not penetrate leaflets. Wireform was exposed on commissure 1. Engineering evaluation: customer report of paravalvular regurgitation was unable to be confirmed. The x-ray demonstrated the wireform and cocr band remained intact; the vfit band does not appear expanded. Host tissue overgrowth on the stent circumference was minimal at the outflow aspect. As received, two leaflets had cuts of approximately 9mm x 11mm on leaflet 1, 4mm and 10mm x 11mm on leaflet 3. The cuts had a smooth and straight edge. Cutout leaflet fragments were not returned. Three non-transmural perforations were observed on leaflet 2 on the outflow aspect and appeared beveled. Multiple suture threads were observed around the sewing ring. As received, mechanical damage marks were observed on the free margin of leaflet 1 and leaflet 2 near commissure 2. Damages appeared serrated and did not penetrate leaflets. Wireform was exposed on commissure 1. Pvl: paravalvular/perivalvular leak (pvl) refers to blood flowing through a channel between the sewing ring of the implanted valve and the cardiac tissue due to an insufficient seal of the valve to the annulus. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl, as the bioprosthesis may not seat properly after debridement. Technique related factors during implantation, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may also create difficulty seating the bioprosthetic valve, resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause involves procedural factors, including emergency surgery performed under conditions of shock, the presence of edema in the patient, and the use of an undersized valve. Ppm: patient prosthesis mismatch (ppm) is present when the effective orifice area of the implanted bioprosthetic valve is too small in relation to body size. Literature indicates ppms main hemodynamic consequence is to generate higher than expected gradients through a normally functioning bioprosthetic valve. It has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Improperly sized valves with ppm can hasten the development of early degenerative changes and premature prosthetic valve dysfunction with varying degrees of prosthetic valve stenosis and regurgitation. Although ppm is a well-recognized phenomenon of bioprosthetic valves, it is most likely related to patient anatomical changes after long implant durations. When discovered intraoperatively or early post-operatively, ppm is most likely related to procedural factors, including specific patient assessment and valve model and size selection. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including obesity.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b5, d9, g3, g6, h2, h6: (device code). The explanted valve has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted accordingly once the product evaluation has been completed.

Event description:
It was reported that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 10 months, 15 days due to severe paravalvular regurgitation and ppm.